Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence of a fractured ar-8400ctd, curved torpedo, batch 15531033. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as excessive mechanical loading at the curve transition point.

Event description:
It was reported that during the meniscectomy, the device broke at the point where the straight section transitions into a curved section. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.